Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked from the septum. Reportedly, the cartridge was filled with approximately 250 units. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.